Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance. The rv lead was removed and replaced. It was also reported that the right atrial (ra) lead became dislodged during extraction of the rv lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. All conductors were distorted and stretched. The proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked buckled. All insulators were breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted apparent explant damage. (B)(4): the partial lead was returned in segments and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). The inner insulation was kinked buckled. The outer insulation breached cut and had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.